Manufacturer narrative:
The original problem of the shoulder instrument is reported as instrument handles do not secure down onto broaches securely. The devices were returned to djo surgical for examination. Two quick release broach handle, rsp were returned: p/n 804-02-055 rev. C lot# 36887l02. This device lot was released by manufacturing in september of 2008, it could have been up to 1 1/2 years old when it was returned. The current revision is e. The returned handle was inspected and functionally checked. There were a few minor scratches and small dents, but overall the device surface finish was in good condition. The locking function were tested and verified with nine different broaches from distribution services but the failure mode could not be duplicated. The device history record of the lot was examined and there were no deviations or discrepancies. A review of the complaint history showed that there were 5 other complaints for the device. None of the complaints involved the same failure mode. There are no indications of a product or process issue affecting the instrument's safety or effectiveness.

Event description:
Broach handles do not secure down onto broaches securely.